Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 08/2020).

Event description:
It was reported that during tunneling, the plastic piece of the tunneler allegedly broke and slipped in the catheter causing catheter blockage. Reportedly, broken tunneler with catheter has been removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14.5 fr d/l glidepath 19 cm str hemodialysis catheter with surecuff kit was returned for evaluation. Gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the proximal tip of the tunneler was separated from the rest of the tunneler. Blood and fluid residue were observed on the sample and cracking and damage consist with characteristics of tool damage were observed on the proximal fragment of the tunneler. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. The observed marks and cracking on the proximal tunneler fragment are consistent with characteristics of manipulating the tunneler with tools (e.g. Hemostats). Handling the tunneler with tools may have contributed to the reported event. (Expiration date: 08/2020).

Event description:
It was reported that during tunneling, the plastic piece of the tunneler allegedly broke and slipped in the catheter causing catheter blockage. Reportedly, broken tunneler with catheter has been removed and replaced. There was no reported patient injury.